Manufacturer narrative:
Based on the information received, clinical evaluation confirmed the reported type ib endoleak in the right common iliac artery and the secondary endovascular procedure. Clinical evaluation was unable to confirm the reported sac growth; patient condition of stable. The most likely cause of the distal loss of seal was the off label iliac anatomy at the initial implant procedure. Procedure related harms and final patient disposition could not be ascertained due to lack of medical information surrounding the initial implant procedure and the secondary endovascular procedure. Reportedly, the patient was in stable condition post the repair procedure. To date there has been no reports of further negative patient sequalae. The devices remain implanted in the patient and will not be returned; therefore, a device evaluation will not be completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An afx abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned for an unknown reason with a type ib endoleak. The physician elected to re-intervene by placing an afx limb extension and an aortic extension, successfully resolving the type ib endoleak. The patient is reported to be doing well post procedure. As of the date of this report there have been no additional patient sequelae reported.